Event description:
It was reported that the programmer was unable to run threshold tests and that it would generate an error message of "noise" although the electrograms showed no noise and all lights were lit on the radiofrequency programmer head. Both the wand and the stylus were changed out in order to eliminate them as possible sources of the issue. Follow-up determined that the electrograms were not always visible on the programmer display when the error message appeared and it was speculated that the radiofrequency (rf) programmer head connection on the programmer may be causing it to lose telemetry with the device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to run threshold tests and that it would generate an error message of "noise" although the electrograms showed no noise and all lights were lit on the radiofrequency programmer head. Both the wand and the stylus were changed out in order to eliminate them as possible sources of the issue. Follow-up determined that the electrograms were not always visible on the programmer display when the error message appeared and it was speculated that the radiofrequency (rf) programmer head connection on the programmer may be causing it to lose telemetry with the device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the programmer was unable to run threshold tests, although errors were found in th error log and the software was reloaded as a preventive. Analysis also found that the display dropped and that the fan was noisy, and the lower hinges on the display and the fan were both replaced to resolve. (B)(4).